Event description:
It was reported that patient had a surgery on the spinal cord stimulator device. The surgery listed was (B)(6) 2009 for the original placement of leads. Later that same month, the device was removed due to drainage, wound infection and wound breakdown. There were no organisms found.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).